Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "failed flow rate test high." Was reproduced. Evaluation sent device to flow lines for flow testing at 40 ml/hr for 60 mins at 40 vtbi with the results of 42.323 and failing error percentage of 5.8075%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed m2 and m3 springs and disassembled pressure parts from mechanism door. The pressure plate travel requires readjustment and the m2/m3 springs require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate test high(over infusion) during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.